Manufacturer narrative:
D10 concomitant devices: (B)(6), 204-32-01 - fluted stem extension 11l x 12 mm, (B)(6), 204-04-32 - trapezoid tibial tray sz 3f/2t, (B)(6), 204-04-32 - trapezoid tibial tray sz 3f/2t, (B)(6), 200-02-35 - three peg patella 35mm, (B)(6), 200-02-35 - three peg patella 35mm, (B)(6), 204-32-01 - fluted stem extension 11l x 12 mm, (B)(6), 204-01-03 - ps cemented femoral sz 3, (B)(6), 204-01-03 - ps cemented femoral sz 3. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 79 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wearpain, discomfort, difficulty walking as a resulf of the defective nature of the exactech knee replacement system. Plaintiff has suffered and may continue to suffer sever and permanent personal injuries including polyethylene wear and device failure, disbursement of the polyetylene liner into bone and other bodily strucutes. Painful knee revision surgeries to remove or revise the defective device, continued rehabilitation, medical care and possible additional surgeries. No further issues or complications were reported. No additional information is available.